Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain and chronic low back pain. It was reported that 8476 code was reported on patient programmer (ptm). Patient confirmed he saw 8476 on ptm and could not use it to deliver a bolus. Patient confirmed hearing a critical alarm once an hour. Patient was having withdrawal symptoms. Patient did not say what withdrawal symptoms he was experiencing. Patient met with a healthcare professional (hcp) yesterday, hcp said the pump may still be running. Patient is not getting supplemental medications. Patient consulted with manufacturer representative and she told him his pump was dead and needed to be replaced. Patient was scheduled for a pump replacement on (B)(6) 2019 due to normal battery depletion. Patient got 2.709 mg/day, but if the boluses he got 5 more than that. He thought the concentration was 20 mg/ml but was not sure. Caller mentioned each bolus was 0.999 mg and he got 5 per day. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the motor stall was very early life, following with pre replacement protocol. The hcp reset pump plan for elective replacement indicator (eri) revision. The motor stall/withdrawal event had resolved. The pump status was no return. It was eri and the hcp was unaware of pump problem. No further complications were reported.